Manufacturer narrative:
H10: the initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is (B)(6) 2020. H10: the lot number was provided; therefore, a lot history review was performed. The sample was not returned to bd for evaluation but two x-rays were returned for review. The investigation was confirmed for the reported signal artifact. Based on the information provided the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 475201 biopsy instrument experienced a signal artifact. The information was received from a single source. The malfunction involved a patient with no reported patient injury. The 46 year old female patient weighed 113 lbs.

Manufacturer narrative:
The lot number was provided; therefore, a lot history review was performed. The sample was not returned to bd for evaluation but two x-rays were returned for review. The investigation was confirmed for the reported signal artifact. Based on the information provided the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 475201 biopsy instrument experienced a signal artifact. The information was received from a single source. The malfunction involved a patient with no reported patient injury. The (B)(6) year old female patient weighed (B)(6) lbs.